Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the lead did not give expected thresholds and proceeded to be removed in search of a better position. The stylet passed through the lead and broke the lead. The lead could not be removed and was left abandoned in the patient. The implant ended without problems for the patient.